Event description:
The user received discrepant ft4 results for one pt sample. No units of measure were provided. The result from the e170 was 61.0 and the result from the immulite was 48. No info was provided to determine if any erroneous results were reported or if the pt was adversely affected. If additional info is received, appropriate notification will be provided.